Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging that the pump settings changed after the pump was exposed to x-ray. The reporter indicated that the pump settings were just recently programmed but the I:c ratio, insulin sensitivity, bg target, and alternate basal programs were incorrectly programmed after the exposure. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/17/2016 device evaluation: the device has been returned and evaluated by product analysis on 06/02/2016 with the following findings: the pump download was reviewed and confirmed no change of the insulin to carbohydrate ration, insulin sensitivity factor, or blood glucose target associated with the reported x-ray exposure on 04/19/2016. The pump was exercised for 24 hours without issues; the settings were confirmed to be correct at the completion of testing. The pump keypad buttons were tested and confirmed no hypersensitive buttons.